Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with laxity in right knee. Tka was previously performed on (B)(6) 2015. Decision was made to up size tibial insert from 16 mm to a 19 mm ps insert.